Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted emergency medical services due to an inability to get into bed. Additionally, it was reported fibrin was noted in the patient¿s drain line. No additional information provided during intake. Limited follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2022 due to nausea, vomiting, and feeling weak. While it appears, the patient was undergoing ccpd therapy when the events occurred, there is no allegation a fresenius device and/or product malfunctioned or was deficient in anyway. As of (B)(6) 2022 the patient remained hospitalized and no details on the patient¿s current disposition, causality, primary admission diagnosis and/or medical intervention were provided. However, the pdrn did report the patient¿s fibrin was noted and addressed, however no specifics were given.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the limited information available, there is no allegation or objective evidence indicating the reported serious adverse events were related to a fresenius device(s) and/or product(s).

Event description:
On (B)(6) 2022, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted emergency medical services due to an inability to get into bed. Additionally, it was reported fibrin was noted in the patient¿s drain line. No additional information provided during intake. Limited follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2022 due to nausea, vomiting, and feeling weak. While it appears, the patient was undergoing ccpd therapy when the events occurred, there is no allegation a fresenius device and/or product malfunctioned or was deficient in anyway. As of (B)(6) 2022 the patient remained hospitalized and no details on the patient¿s current disposition, causality, primary admission diagnosis and/or medical intervention were provided. However, the pdrn did report the patient¿s fibrin was noted and addressed, however no specifics were given.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test and a valve actuation test. Post-accelerated stress test 2-hours 15-minutes 8500ml simulated treatment was performed without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 26/aug/2022, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted emergency medical services due to an inability to get into bed. Additionally, it was reported fibrin was noted in the patient¿s drain line. No additional information provided during intake. Limited follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2022 due to nausea, vomiting, and feeling weak. While it appears, the patient was undergoing ccpd therapy when the events occurred, there is no allegation a fresenius device and/or product malfunctioned or was deficient in anyway. As of (B)(6) 2022, the patient remained hospitalized and no details on the patient¿s current disposition, causality, primary admission diagnosis and/or medical intervention were provided. However, the pdrn did report the patient¿s fibrin was noted and addressed, however no specifics were given.